Event description:
It was reported that during a colon resection, the washer broke into pieces inside the colon. The customer used a sigmoidoscope to retrieve the pieces from the pt. The anastomosis was fine and the case was completed with no pt consequences.

Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.